Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified there have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A purchaser reported that during an intraocular lens (iol) implant procedure, a cartridge split as the physician advanced the iol into the patient's eye. There was no patient harm. Additional information has been requested.